Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Device was received with blank display due to missing battery cap contact. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, cracked reservoir tube lip, partially detached reservoir tube retainer, scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.